Manufacturer narrative:
The insulin pump was received with intermittent up arrow due to corroded keypad traces. The unit was received with a cracked case at display window corners, display window, battery tube threads, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading at the time of the incident was 215 mg/dl. The current blood glucose reading was 331 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.